Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and techicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon inquiry info and photograph received, it was confirmed that reported "white ring closure by flapper valve in 511sd trocar fell into abdominal cavity" during surgery occurred. Photograph depicting inner gasket from trocar lying in abdomen was received. Instrument was received with inner gasket dislodged from its original position. Gasket was received intact in sleeve housing. No conclusion could be reached as to how inner gasket had become dislodged form its original position.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white ring closure by the flapper valve in the 511sd trocar fell into the abdominal cavity as surgeon was inserting an endoscopic right angle clamp. The ring was retrieved and a new 511sd was used to complete the case. There was no consequence to the pt. Customer is holding trocar and will not release to rep.